Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. It is likely that the device was used on the patient with foreign material attached. The foreign material may have remained, as reprocessing was deviated from instructions for use (IFU). No physical damage of the device was confirmed at where the foreign material was remained. However, a definitive root cause could not be determined. The foreign material may have remained, as reprocessing was deviated from instructions for use (IFU). No physical damage of the device was confirmed at where the foreign material was remained. The following information was provided for reprocessing: the bronchoscope has not been sterilized but externally disinfected and the canals cleaned; but the reprocessing has not been completed as the distal sheath is perforated. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in bf-190 series operation manual chapter 3 "preparation and inspection" IFU states the preventative measures in bf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed foreign material and discoloration was found between the distal end and the probe cover because the adhesive was cracked. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to a pinhole on, water tightness was lost, and the connecting tube had buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that there was a perforated distal sheath while using the evis exera iii bronchovideoscope. The device was returned for evaluation. During the device evaluation, it was found that the distal end had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.